Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 6 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient is currently admitted to the hospital for a driveline infection. No other information regarding the infection was reported. Additional information has been requested but has not been received.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.